Event description:
As reported through social media, "had a tavr six years ago woke up was 200% better! Five years later calcium buildup on valve had a tavr put in a tavr! Went in for procedure at 6:30 pm at 11:00 am next morning I was eating lunch at restaurant with my wife thanks dr. [Redacted] at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).